Manufacturer narrative:
Unit was received with flashing white lcd display anomaly due to crack on lcd controller. Unable to performed displacement, rewind, seating, and basic occlusion due to flashing white lcd display. Unit was received with cracked keypad overlay at select button, cracked reservoir tube lip, and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer's parent reported that the customer crashed the insulin pump on the ground. The screen was blank and was flashing light. The insulin pump rattled when they shook it. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.